Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited noise. Lead was capped and replaced. Patients condition was great post procedure.